Event description:
The patient was placed onto impella support for intervention for abdominal aortic aneurysm. While on support, during a routine purge cassette change, the automated impella controller (aic) failed to recognize the new purge disc. The patient had to be transferred to a new aic. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B1, b2, h1: added serious injury per a review of the complaint file. H6: omitted e2403 and added e2343. Changed from 'no signs, symptoms or patient involvement' to 'hemodynamic instability' as aic was exchanged during patient support.

Manufacturer narrative:
Additional information has been provided in d6a, d6b, h3, h6 (component code, investigation findings, investigation conclusions) and h11. The root cause of the reported purge disc recognition issues was a broken purge disc flag.